Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a weeping skin irritation under the back-therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient followed up with a pharmacist who recommended that the patient apply lotion to the irritation due to the patient having dry skin. Follow up indicated that the patient's skin irritation improved with the use of lotion.